Manufacturer narrative:
Investigation revealed that there was no system malfunction. Investigation of the provided case logs did not indicate a definitive root cause for the loss of navigational integrity. Surveillance was activated before the acquired scan and the system did not indicate any notable registration shifts upon the scan acquisition that would have caused the navigation issues. The user acknowledges that they will perform an anatomical landmark check with each new instrument or level to ensure navigational integrity before proceeding with navigation. This permitted the user to see the navigational discrepancy and abort the use of excelsiusgps. The observed overall risk level is low, which matches the observed anticipated risk level; therefore, the overall risk of the system has been maintained and there is no further investigation required. The cause of the reported issue was traced to user technique.

Event description:
It was reported that screws using the excelsius gps system were misplaced intra-operatively, the case was aborted and then o-arm was brought in to place screws.